Manufacturer narrative:
The device br16014 has been inspected for investigation purpose. The tests performed confirmed that the computer was non-functional. The defective parts were replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the pc was non-functional. There was no patient involvement reported.